Manufacturer narrative:
Batch review performed on 16.march.2021: lot 125387: (B)(4) items manufactured and released on 17-jan-2013. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Additional devices involved: batch reviews performed on 16.march.2021: cup: versafitcup cc trio 01.26.45.0050 acetabular shell cc trio ø 50 (k103352) lot 122961: (B)(4) items manufactured and released on 24-sep-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Liner: versafitcup dm 01.26.3644hct flat pe hc liner ø 36 / e (k103352) lot 130725: (B)(4) items manufactured and released on 13-mar-2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in 7 years and 8 months after the primary surgery reporting pain and the cause of the pain is unknown. The surgeon revised the cup and liner with competitor implants and revised the medacta head with a medacta head. The surgery was completed successfully. In 2018, the patient said she started feeling pain but did not report it to the surgeon. She said she may have dislocated and she was able to reduce her hip herself. Presently, the patient is reporting pain and says that her hip feels like it locks when she is standing and feel is as if it is going to come out when she is sitting.